Event description:
A consumer implanted for failed back surgery syndrome, radiculopathy, and spinal pain reported seeing the poor communication screen on the patient programmer (pp), experiencing poor communication, and being unable to communicate using the recharger. The last time the device was charged was two weeks ago and the last time stimulation was felt was a couple of days ago. According to the consumer the reason for not charging was because they didn't need stimulation as much so they didn't have to charge as often. According to the healthcare provider (hcp) an impedance check was performed with all normal results. In order to resolve the poor communication reprogramming was performed and "everything seemed good at this point."

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.